Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-05211. The pt is implanted with a paddle lead and a percutaneous lead. It was reported the pt was not receiving adequate coverage. X-rays were taken and revealed the leads were implanted in the wrong area. The pt underwent surgical intervention and both leads were relocated. Relocation of the leads resolved the pt's issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.